Event description:
It was reported that the patient's ventricular lead triggered a warning for high threshold measurements. It was also noted that the lead exhibited a gradual increase in impedance and threshold measurements. The lead polarity was set to unipolar and it was suspected that there was calcification of the ring electrode. The lead remains in use. No patient complications have been reported as a result of this event.